Event description:
During preventative maintenance of the device, the field service rep reported that the dual cooler heater leaked at the motor housing and thermometer. Since the event occurred during preventative maintenance, there was no pt involvement during this event.